Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention done on (B)(6) 2022 resolved the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.